Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor fell off after 3 days of wear. The customer further reported experiencing hyperglycemia symptoms and was unable to self-treat. The customer had contact with a healthcare provider who obtained blood glucose readings of 217 mg/dl, 287 mg/dl, and 302 mg/dl. The customer was diagnosed with hyperglycemia and treated with novolog (dose unknown) intravenously. There was no report of death or permanent impairment associated with this event.